Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the logic on the host system was preventing patients from being updated on the host, causing an update to the patient admission. A technical support specialist worked with the it admin at the site and advised there was logic in their system preventing them from being readmitted. Once she removed that logic, they were able to 'touch' the patient record on the host system and generate an adt update, which readmitted the affected patients back into the system. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 console system was causing patients to be dropped from the pyxis census and reassigned to an unknown patient with the nursing area of daysurg. There were no adverse events or injuries reported based on this incident.